Event description:
It was reported to medtronic minimed that the customer experienced blank display, pump error 41. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported receiving a pump error. Troubleshooting determined that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. Customer reported a blank display. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test, sleep current measurement test, and active current measurement test. However, constant pump error 37 alarms noted during rewind due to high current motor draw. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 37. P-cap locks properly into the reservoir compartment. No pump error 41 or blank display noted during testing. Successfully downloaded history files and traces using thump. The pump downloaded history confirmed the pump alarmed pump error 41 on 05/20/2024 12:00:00.000 due to high motor voltage draw. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert or pump error 37 noted in the history files on or near the event date. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch, and corroded battery tube. Confirmed pump error 37 alarmed during testing. Unable to perform tests due to constant pump error 37. No pump error 41 noted during testing, however, pump errors 41 was noted in the pump history due to high current motor draw. Blank display was not observed during analysis. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.